Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced a decrease in the stimulation in the right leg unless they are sitting, crouching, or applying pressure to the ins site. The symptoms began following a fall. The program for the right leg was set at 3.2 but felt like it was at 1.0. The pt was seen and the ins was checked with no problems noted. Once the pt returned home, the problems began again. Additional info received indicated, the pt had fallen several times. The device has been reprogrammed several times. The pt is to decide whether she wants to accept the stimulation she has or get a revision.